Event description:
The user facility reported an impella 5.5 was implanted in 57-year-old male patient for mechanical circulatory support. It was reported that the medical team experienced difficulty implanting impella due to patient's anatomy. Ultimately the medical team aborted the procedure.

Manufacturer narrative:
The investigation into the reported delivery issue has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue - anatomy was most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.